Event description:
Plum pump had a malfunction code of e24. Rn took pump out of service and tagged it. An error e24 indicates a problem with the battery. The battery was replaced and the pump retested. The pump checked out to be okay.